Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) sparked while charging. The patient also reported smelling plastic during the event. The patient reported that when they removed the charger from the pdm the connecter was broken off inside of the pdm's charging port. The patient reported the pdm was undamaged due to the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.